Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient had 2 small universal pads on for a few days. They reported that one of the pads lost one velcro (where the straps attach). In addition, it was noted that it left marks on the patient¿s skin, around the borders of the pads. The marks disappeared the day after the therapy was stopped.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. Visual evaluation of the returned sample noted one opened (without original packaging), small universal arctic gel pad kit. Only one pad was returned. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. Visual inspection of the clear connectors noted no visible chips or deformities at the ends of all connectors. Visual inspection of the tubing for the pad noted no kinks or other issues. There was no strap on the returned pad. The original liner was in place on the returned pad. Based on visual and physical observation of the returned pad, it cannot be determined whether the returned pad caused or led to a patient reaction. According the test method, the flow rate was found to be acceptable for the returned pad. (Acceptable range > 3.9 l/min. M2). No hydrogel peeled back or separated from the pad when tested. A potential root cause for the reported failure could be, ¿hydrogel promotes bacterial growth on patient¿s skin..¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions. ¿ the arcticgel¿ small universal pads are only for use with the arctic sun® temperature management system. See operators manual for detailed instructions on system use. ¿ select the proper number of pads for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number of pads. ¿ the following sizing chart is provided as guidance. Modify the number of pads and locations as necessary to meet specific clinical needs. Patient weight number of pads: 2.5 - 5 kg (5.5 - 10 lbs) 1; 5 - 10 kg (10 - 22 lbs) 2; 10 - 16 kg (22 - 35 lbs) 3; 16 - 30 kg (35 - 66 lbs). Use arcticgel¿ pad kit. 317-02 (xxs). ¿ place the pads on healthy, clean skin only. Locate pad edges away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. ¿ the pad surface must be contacting the skin for optimal energy transfer efficiency. The small universal pads are provided with a cloth liner over the hydrogel. The pads may be used with the cloth liner in place or removed to expose the hydrogel adhesive. If the cloth liner is used, secure the pads with the velcro straps to ensure good contact with the skin. The pads may be removed and reapplied if necessary. ¿ due to the small patient size and the potential for rapid patient temperature change. ¿ it is recommended to use the following settings: water temperature high limit: =40°c (104°f); water temperature low limit: =10°c (50°f). Control strategy: 2. ¿ it is recommended to use the patient temperature high and patient temperature low alert settings. ¿ place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. ¿ attach the pad¿s line connectors to the fluid delivery line manifolds. Begin treating the patient. ¿ if the pads fail to prime or a significant continuous air leak si observed in the pad return line, check connections, then if needed replace the leaking pad. ¿ once all the pads are primed, assure the steady state flow rate displayed on the control panel is appropriate for the number of pads connected. Number pads 1 2 3. Minimum flow rate l/m 0.9 1.7 2.4. ¿ when finished, purge water from pads. Slowly remove pads from the patient and discard.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had 2 small universal pads on for a few days. They reported that one of the pads lost one velcro (where the straps attach). In addition, it was noted that it left marks on the patient¿s skin, around the borders of the pads. The marks disappeared the day after the therapy was stopped. Per follow up via email on 23mar2020, the complainant noted that the velcro means hook-and-loop fastener and it came off. The pads were a quantity of 2 from the same pack with the same lot number.